Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2015 with the following findings: the black box and alarm history revealed multiple ¿call service (cs) 078¿ motor rewind alarms on 07/07/2015. The returned battery/cartridge caps were used during investigation. The ¿ez-prime¿ steps were performed correctly; no ¿cs078¿ alarms or any errors, alarms or warnings occurred during the investigation. The product performs within specification and the reported ¿cs078¿ complaint was unable to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a call service 078 alarm issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.